Event description:
"According to the user, she ran on a 5 cm high curbstones whereby the plastic at the forward right wheel attachment, went completely off and the wheel fell off"

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.